Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) the device¿s catheter was being placed in the internal jugular of the patient. When the catheter was being accessed for dialysis, the rotatable suture wing on the catheter came out of the groove (indention) on the catheter shaft and the catheter pulled back out of the insertion site. The catheter was then replaced. No patient injury.